Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found no evidence of reported problem. Visual inspection and accuracy testing were performed. Investigation unable to duplicate customer reported problem. According to the investigation, three separate delivery accuracy tests were performed, and the pump was slightly under delivering but within the published +/-6% specification. The investigation recommended that the pump expulsor be replaced in order to bring the delivery into more nominal of a range. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump failed volume testing at 17.9ml and at 18.4ml. No adverse effects reported.